Event description:
The customer reported being hospitalized due to unexplained low blood glucose of 20mg/dl. The customer was disconnected during the prime and his prime technique was correct. The caller stated that the reservoir is showing the same amount of insulin as shown on the status screen. Assisted the customer to run the displacement test and passed. The device was not exposed to an MRI. The customer mentioned that glucose monitor was reading 103mg/dl, but when he checked his glucose was 20mg/dl. Advised the caller to speak with his doctor regarding the low glucose and call back if issues persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.